Event description:
On (B)(6) 2011, the patient was admitted for the purpose of the percutaneous transluminal vasodilatation in the right superficial femoral artery. Her written consent to participate in the (B)(4) study was obtained. On (B)(6) 2011, percutaneous transluminal vasodilatation was performed in the right superficial femoral artery. She was allocated to the (B)(4) group, and a study device was placed (diameter 6 mm x length 100 mm) for 75% stenotic lesion. No residual stenosis was appreciated. Subsequently, the vasodilatation was performed with the cutting balloon in the popliteal artery stenosis because it was found by the post-procedural angiography. On (B)(6) 2011, she experienced the symptom of the right lower limb during walking. She visited the cardiovascular internal medicine as a routine office visit. The abi measurement was performed, and the right abi was found to have decreased to 0.63. The careful examination and the treatment were planned. On (B)(6) 2011, she was admitted for the purpose of the careful examination and the treatment. On (B)(6) 2011, the duplex ultrasound was performed on the lower extremity, and the in-stent stenosis and the stenosis of the distal segment to the study stent were suspected. The lower extremity angiography demonstrated the 75% stenosis in the study stent, the 90% stenosis of the distal segment to the study stent, and the 99% stenosis of the tibio-peroneal trunk artery. These lesions were dilated with balloon respectively. No residual stenosis was appreciated in all lesions. On (B)(6) 2011, she had no complications and she was discharged to home in good condition.

Manufacturer narrative:
The previously submitted complaint conclusion has been updated to reflect additional information that the patient had an new event of in-stent restenosis. On (B)(6) 2012 it was determined that the patient had in-stent restenosis and that the patient recovered without sequelae. On (B)(6) 2011, the patient was admitted for the purpose of the percutaneous transluminal vasodilatation in the right superficial femoral artery. On (B)(6) 2011, percutaneous transluminal vasodilatation was performed in the right superficial femoral artery. She was allocated to the (B)(4) group, and a study device was placed (diameter 6 mm x length 100 mm) for 75% stenotic lesion. No residual stenosis was appreciated. On (B)(6) 2011, the duplex ultrasound was performed on the lower extremity, and the in-stent stenosis and the stenosis of the distal segment to the study stent were suspected. The lower extremity angiography demonstrated the 75% stenosis in the study stent, the 90% stenosis of the distal segment to the study stent, and the 99% stenosis of the tibio-peroneal trunk artery. These lesions were dilated with balloon respectively. No residual stenosis was appreciated in all lesions. On (B)(6) 2011, she had no complications and she was discharged to home in good condition. The patients medical history includes: duodenitis, large intestine polyp, haemorrhoids, angina, left ventricular hypertrophy, varicose veins of lower extremities, cerebellar infarction, bilateral internal carotid artery stenosis, hypertension, hyperlipidemia, hyperuricaemia, right anacusis, vertigo, tinnitus, obstruction of the nasolacrimal duct, gastritis atrophic, barrett's oesophagus, pollinosis, muscae volitantes. Manufacturing records for lot 15106798 were reviewed by (B)(4) representatives and the product met all quality requirements for product acceptance. A DHR review was requested to (B)(4), for part number: 24475 and stent lot numbers 514692 and 515137; and the results indicate that the stent shipped meets specified release requirements. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Manufacturer narrative:
On (B)(6) 2011, the patient was admitted for the purpose of the percutaneous transluminal vasodilatation in the right superficial femoral artery. On (B)(6) 2011, percutaneous transluminal vasodilatation was performed in the right superficial femoral artery. She was allocated to the sm-01 group, and a study device was placed (diameter 6 mm x length 100 mm) for 75% stenotic lesion. No residual stenosis was appreciated. On (B)(6) 2011, the duplex ultrasound was performed on the lower extremity, and the in-stent stenosis and the stenosis of the distal segment to the study stent were suspected. The lower extremity angiography demonstrated the 75% stenosis in the study stent, the 90% stenosis of the distal segment to the study stent, and the 99% stenosis of the tibio-peroneal trunk artery. These lesions were dilated with balloon respectively. No residual stenosis was appreciated in all lesions. On (B)(6) 2011, she had no complications and she was discharged to home in good condition. The patient's medical history includes: duodenitis, large intestine polyp, haemorrhoids, angina, left ventricular hypertrophy, varicose veins of lower extremities, cerebellar infarction, bilateral internal carotid artery stenosis, hypertension, hyperlipidemia, hyperuricaemia, right anacusis, vertigo, tinnitus, obstruction of the nasolacrimal duct, gastritis atrophic, barrett's oesophagus, pollinosis, muscae volitantes. The product was not returned for analysis. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15106798. Manufacturing records for lot 15106798 were reviewed and the product met all quality requirements for product acceptance. A device history review was requested to nitinol devices & components (ndc) and the results indicate that the stent shipped meets specified release requirements. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15106798. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.